Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy with the drg system. Patient underwent a scs trial on (B)(6) 2025. Eventually, patient underwent a surgical procedure on (B)(6) 2025 during which the drg system was explanted and replaced with the scs system to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.